Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the system's suite pc was shutting down. The fse performed troubleshooting and decided to reload the suite pc software. To resolve the issue, the fse reinstalled the suite pc software, restored back up and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's suite computer was automatically shutting down, which impact the system from booting. No harm was reported to philips. Philips has started an investigation of this complaint.